Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Additional information was received from a consumer. It was reported that the patient had a "broken pump" in her abdomen and spine. When asked to clarify, it was stated that they went to go refill the pump in (B)(6) 2016 and it still had 40 ml in the pump. It was noted that the healthcare provider (hcp) never changed the tubing out and the patient was told by two neurosurgeons that the "tubing is corrosive." It was then stated that the patient had horrible back and spinal issues for a year before she knew the "tubing was corrosive." It was stated that the patient lost his license and hospital privileges and the patient was given referrals, however no one would touch her because of a broken pump. Additionally, it was noted that the patient's primary care provider wanted a general surgeon to remove the pump, however she would not let that happen.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine 25 mg/ml; 12.8 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the healthcare professional did not believe the pump was working and told the patient it might dump all the medicine. The pump off password was provided. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.